Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provided (asp) received on 24-oct-2023, it was stated that onsite service had been performed at the customer site for the device issue, but the customer refused to inform the asp on the specifics of the maintenance matters. The customer only informed the asp that the device was fully operational and was returned to use. The hospital also refused to provide the patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that when using the ventilator, there was a warning alarm indicating a low leak co2 rebreathing risk. The customer medical personnel checked that the pipeline connection was correct, the mask was properly secure and worn, the leakage gas was not blocked, and the patients blood oxygen saturation was normal. After replacing the ventilator on the patient, the equipment data showed normal operation and repair was requested as soon as possible. This investigation is ongoing.

Manufacturer narrative:
(B)(6).